Manufacturer narrative:
Additional phone number(s): (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported, "device rupture. Diagnosed with MRI test". Device has been explanted and replaced with non abbvie product. This record relates to the left side.

Event description:
Healthcare professional reported "device rupture diagnosed with MRI test". Device has been explanted and replaced with non abbvie product. This record relates to the left side.

Manufacturer narrative:
Device photo analysis: isual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 25/mar/2024.

Event description:
Healthcare professional reported "device rupture diagnosed with MRI test". Device has been explanted and replaced with non abbvie product. This record relates to the left side.